Manufacturer narrative:
The event of lymphoma and seroma late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, physician, or patient details cannot be requested at this time. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. Explant surgery was not confirmed. The reason for reoperation is unknown.

Event description:
Regulatory affairs reported left side seroma, suspected to be lymphoma alcl. Markers of cd30+ were reported following aspiration of seroma. Alk- markers were not reported and, therefore, alcl diagnosis was not confirmed. Treatment included capsulectomy, "chop," and "radiation". The status of the device is unknown.